Manufacturer narrative:
Device evaluation: there were no external damage noted. Unable go into event history log (ehl), due to blank screen. And constant alarm was found at power up. The reported issue was duplicated, blank screen and constant alarm was found at power up. The cause of the reported issue was, due to the main and interconnect boards. The problem was cleared up when the boards were replaced. Product is beyond a year from manufacture date. And there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported, the device had a constant tone. Green/blank display, red light stayed on. No patient injury/involvement reported.